Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Olympus medical systems corp. (Omsc) assumed that the reported event was caused by a failure of the head unit, cable unit, or plug unit due to unexpected stress. This stress may have been caused by user handling. The instruction manual provides preventive measures against the reported failure mode. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The customer also reported that the connector was difficult to connect to an video system center. The device was returned to olympus. The device inspection by the service department of olympus (B)(4) confirmed followings; the error code e226 was reproduced. There were some cracks in the video connector. The exact cause of the reported event has not yet been identified by legal manufacturer olympus medical systems corp. (Omsc) for this device. If significant additional information is received, this report will be supplemented.

Event description:
A customer reported that a scope communication error code e226 occurred during device inspection. There was no report of patient injury associated with this event.